Event description:
This event was reported as significant aortic insufficiency & a perivalvular leak between left and right cusp. Intraoperatively, patient was noted to have what looked initially to be a small perivalvular leak. Because of the long bypass time, it was decided to bring the paitent out of the operating room to re-evaluate patient in 2 days & because of their age take patient back if necessary within a few days. Dr attempted to repair with sutures & leak reduced in size. No further information was provided.